Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. A picture was received. As no samples have been received and no units are available in b. Braun surgical, (B)(4), we have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product fulfills the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that there was an issue with a histoacryl package. After opening the package, it was found that there had been leakage and the ampoule was empty. This malfunction was found prior to use and was not used on the patient. Additional information was not available.